Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02130. It was reported the patient experienced overstimulation from her system after a reprogramming session which involved increasing the amplitude levels. She also reported ineffective stimulation from her other programs and pain at her ipg site. Follow-up identified the patient reported discomfort at the lead site and she experienced the overstimulation while in a supine position. It was reported the patient was reprogrammed and the issues have been resolved. No further issues were reported.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.